Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l was defective and caused a needle stick injury. The following information was provided by the initial reporter: hca tried to cannulate patient to continue fluids. Attempt failed. As a result of a faulty cannula the hca had a needle stick injury when she was disposing it. First aid carried out. Senior nurse informed. Part 1 of the contamination incident assessment (appendix b) completed. Cover doctor informed. He has tried to take bloods from patient but due to acute confusion patient can't consent and will need the medical team input today to review whether testing for bbv would be appropriate, or needed, with no written consent available. The hca has been sent to ed to have bloods taken anyway as per doctor indication. 24th may, the hca got hurt by the needle when she tried to cannulate the patient unsuccessfully, once she removed the needed from his arm the safety system which involved a white cover at the end came off and she got the needle stick injury accidentally.

Manufacturer narrative:
Investigation summary: two photos were received by our quality team for evaluation. From the photos, it was observed that the needle cap had been detached from the tether foil end and the cannula was exposed. The tether foil folds on the cannula are correctly formed in the zig zag fold with no abnormalities. The tether end hold was observed to be stretched and the end hole appeared to be bigger. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the returned photo, the tether fold end hole was observed to be stretched and the end hold appeared to be bigger. The probable root cause could be due to the user accidently bending the cannula during withdrawal of the cannula which resulted in the tether foil end hole to be stretched. The stretched hole would become bigger and cause the needle cap to detach from the assembly. As no actual sample was returned, the root cause cannot be confirmed. This incident has been added to our database of reported incidents.

Manufacturer narrative:
Correction: h6: imdrf annex a grid: a0411 h3 other text : see h10.

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l was defective and caused a needle stick injury. The following information was provided by the initial reporter: hca tried to cannulate patient to continue fluids. Attempt failed. As a result of a faulty cannula the hca had a needle stick injury when she was disposing it. First aid carried out. Senior nurse informed. Part 1 of the contamination incident assessment (appendix b) completed. Cover doctor informed. He has tried to take bloods from patient but due to acute confusion patient can't consent and will need the medical team input today to review whether testing for bbv would be appropriate, or needed, with no written consent available. The hca has been sent to ed to have bloods taken anyway as per doctor indication. (B)(6). The hca got hurt by the needle when she tried to cannulate the patient unsuccessfully, once she removed the needed from his arm the safety system which involved a white cover at the end came off and she got the needle stick injury accidentally.

Manufacturer narrative:
Initial reporter additional email address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l was defective and caused a needle stick injury. The following information was provided by the initial reporter: hca tried to cannulate patient to continue fluids. Attempt failed. As a result of a faulty cannula the hca had a needle stick injury when she was disposing it. First aid carried out. Senior nurse informed. Part 1 of the contamination incident assessment (appendix b) completed. Cover doctor informed. He has tried to take bloods from patient but due to acute confusion patient can't consent and will need the medical team input today to review whether testing for bbv would be appropriate, or needed, with no written consent available. The hca has been sent to ed to have bloods taken anyway as per doctor indication. On (B)(6) the hca got hurt by the needle when she tried to cannulate the patient unsuccessfully, once she removed the needed from his arm the safety system which involved a white cover at the end came off and she got the needle stick injury accidentally.